Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned. Examination of the attached instrument photos confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case is to capture the event that was reported (B)(4). During a c-stem pinnacle operation the treaded end of the pinnacle impactor handle 221750041 disengaged from the end of the impactor handle after we had implanted the cup. We then needed to get some extra gear to remove this from the implant. Standard procedure is that you unthread the impactor from the cup once it is in the patient. However this time the threaded end disengaged from the impactor. This added 5 minutes to the operation. After this happened the surgeon advised me that this happened to him last week. This would have been monday 11th october, this leads me to believe that the sterile services team may have threaded the end back into the impaction handle after the last case not knowing that the instrument was faulty.